Event description:
A healthcare professional reported that during surgery, they noticed that lens was incorrectly loaded into the shooter, feet came first. Additional information has been requested and received stating that, in the surgeons opinion, product caused or contributed to the event was incorrect position of the lens in the cartridge. There was no patient impairment. Symptoms were resolved.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information has been provided in h.6. (Health impact code). Additional information has been provided in h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. The account indicated the product was not available to evaluate, the lens was removed from the device and delivered through an unspecified delivery system. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (> 23 degree c / 73 degree f). If the operating room temperature is too high lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. After the lens has been advanced to the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the ¿fill-to¿ line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that there was no patient contact. There are eight medical device reports associated with this report. This file is 6 of 8.